Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The complained article was send to our product development center for further investigation. According to there statement the article was manufactured according to the specifications. The implant was fully disassembled. It was established, that the clamping ring is bent which blocks the telescoping feature. Because of the direction of the bending of the clamping ring it can be indicates that the locking screw was bent while the procedure of dissolving. This development was leaded of excessive tightening of the locking screw. The reviews of the manufacturing and material documents show no deviation according to the specifications. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was implanted with perforated matrix screws during a surgery on (B)(6) 2013. On an unknown date, it was discovered that the screws were in a faulty position. A revision surgery was conducted. During the revision surgery on (B)(6) 2013, a locking cap could not be solved. The surgeon used a bolt cutter. No additional information is available. This is report 3 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.